Manufacturer narrative:
Philips has investigated this complaint the philips remote service engineer (rse) examined the system remotely and confirmed that the power tripping issue unable to do scan. The rse checked and found rcd was tripping intermittently. Upon troubleshooting, the philips field service engineer (fse) visited onsite and found system¿s input breaker tripping intermittently, confirming the issue with system input breaker with the help of hospital electrical team. To resolve the issue, customer replaced the input breaker and fse performed corrective maintenance activity. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was an intermittent power issue and the customer was unable to perform scans. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.